Event description:
It was reported that this right ventricular (rv) lead was exhibiting high pacing impedance due to lead deflection caused by growth, which caused dislodgement. Subsequently, the rv lead was explanted. No additional adverse patient effects were reported.